Event description:
Device will not switch on. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 26th september 2016. Upon receipt, evidence was observed in the history log to suggest the device had been switching on automatically and the user had been removing the pad-pak to power off the device. During investigation, the device was witnessed switching on upon insertion of a pad-pak and could not be powered off via the on/off button. The fault was attributed to moisture ingress within the membrane, which had caused a short circuit from the on_button line to ground. The fault was cleared by cleaning the membrane pba with an ipa wipe. This would confirm a failure of the membrane due to moisture ingress. The moisture within the device, alongside temperatures below the indicated range of 0-50°c observed in the device memory, would confirm the device had been stored outside of the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device will not switch on. There was no patient involved in this event.